Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: this file was reviewed by a cross functional team during weekly ae review and requested bq to obtain additional information with following questions: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Date, indication and name of initial surgical procedure when mesh was implanted? Mesh product name, code and lot number? Was any deficiency or anomaly of the mesh? If yes, please describe it? Other relevant patient comorbidities/concomitant medications? Onset date of obstructive defecatory syndrome from the index surgery? Please provide a date and results of ¿mapping of the mesh¿? Describe any medical/surgical intervention for obstruction including dates and surgical findings? What is physician¿s opinion as to the etiology of or contributing factors to this event (obstructive defecatory syndrome)? What is the patient's current status?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and the mesh was implanted. It was reported that the type of device was a ventopexy mesh. It was reported that there was obstructive defecatory syndrome and mapping of the mesh was done.